Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1; -7 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced low vaulting. Intraoperatively the lens was removed. On this same date a replacement lens was implanted and the problem was resolved.

Manufacturer narrative:
Claim#: (B)(4).